Manufacturer narrative:
The physical device was not returned. Cloud data was reviewed on 06jun25 for this complaint for the period of (B)(6) 2025. The cloud data showed that the automated algorithm appropriately adapted the microbolus amounts based on the estimated glucose values from the sensor and any user inputs. The system correctly reduced and stopped delivery of microboluses due to decreasing and low blood glucose levels and correctly generated the urgent low glucose alerts. No evidence of issues with the system were observed in the cloud data.

Event description:
It was reported that the patient had been admitted to the emergency room with hypoglycemia. The patient's blood glucose levels reached 55 mg/dl while wearing the pod. The patient was treated with glucose 30% and temporarily rose bgs to 400 mg/dl and "we were able to lower" levels, but no specific treatment information was provided. Additionally the reporting healthcare professional states the reading on the g6 sensor was 55 mg/dl and they believe the g6 sensor may be providing inaccurate bg values. Further information on the event is being solicited. Decom has been notified.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been admitted to the emergency room with hypoglycemia. The patient's blood glucose levels reached 55 mg/dl while wearing the pod. The patient was treated with glucose 30% and temporarily rose bgs to 400 mg/dl and "we were able to lower" levels, but no specific treatment information was provided. Additionally, the reporting healthcare professional states the reading on the g6 sensor was 55 mg/dl and they believe the g6 sensor may be providing inaccurate bg values. Further information on the event is being solicited.